Event description:
Customer reported difficulty in operating the bag-to-vent switch. There was no reported patient injury. Datex-ohmeda's investigaiton into the reported occurrence is still ongoing. A follow-up report will be issued when the investigaiton has been completed.